Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was going to be on an impella 5.0 for mechanical circulatory support. During delivery, the pump was unable to pass though the patient vasculature and attempts were aborted. No further information is available.